Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, the issue could not be reproduced and no hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the x-ray tech went to take an exposure, the system became unresponsive and the site had to reboot the system. There was no patient present when this issue was identified.